Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned for evaluation, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and the device history record (DHR) could not be reviewed. Root cause: the reported complaint could not be confirmed. The definite root cause could not be identified as the device was not returned. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource smelling like smoke and shutting off is damage to the mirror apparatus, resulting in the unit overheating. This is most likely due to rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was "smelling like smoke and shuts off". It is unknown under what circumstance this event occurred; however, no patient injury, death, or surgical delay was reported.